Event description:
The reporter stated that the end-user said that the end-user was indoors and she claims that the chair had uncommanded movement, and drove her into a wall resulting in a broken leg. The end-user was taken to the hospital. The reporter stated that the end-user did not travel far before hitting the wall and the speed selector was at its highest.

Manufacturer narrative:
As of this date, the chair or any parts related to this chair have not been returned to the manufacturer for evaluation.